Manufacturer narrative:
As reported, the black shuttle casing of a 6f/7f mynxgrip vascular closure device (vcd) split when the device was inserted into the sheath. The device was not able to be deployed. The device was not deployed because the casing split, and it was subsequently removed. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 6f brite-tip sheath. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and no tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using manual compression for 25 minutes. The device was removed correctly from the packaging by holding the shuttle. No excess force was applied during insertion, and the device was stored and prepped according to the instructions for use (IFU). The device is not being returned for evaluation as the device was inadvertently disposed of in the biohazard trash, however 5 sterile devices are being returned. The device was not available for analysis as it was discarded. However, five (5) sterile mynxgrip vascular closure devices 6f/7f from the same lot were returned for evaluation. All units were received in their original sealed pouches, but were not stored under controlled temperature conditions. During the visual inspection, all units were unpackaged and checked for damages, anomalies, or splits that might have contributed to the reported failure, but no damages, anomalies, or splits were observed with the returned devices. Per functional analysis, simulated deployment and inflation/deflation tests were performed on all sterile units received. The shuttle cartridge was able to be advanced and retracted to the black handle without issue, as per the mynxgrip IFU, confirming successful sealant deployment in all units. The advancer tube was properly engaged with the proximal tamp lock. During the evaluation, the balloon of all sterile units was fully inflated, and the pressure was maintained. The balloon inflated and deflated correctly, with the inflation indicator functioning as intended, in accordance with the mynxgrip IFU. The reported events of ¿component-component issue¿ and ¿sealant-failure to deploy¿ could not be observed as the device was not received for analysis. Additionally, the events were not observed through analysis of the sterile devices received. The exact cause of the issues experienced could not be determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the splitting of the black shuttle when advancing into the sheath and the subsequent failure to deploy the sealant, especially since there were no anomalies noted during analysis of the sterile units. However, procedural/handling factors (such as displacement of the sealant sleeve) and/or concomitant device factors (such as a damaged sheath) are possible. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analyses of the sterile units, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black shuttle casing of a 6/7f mynxgrip vascular closure device (vcd) split when the device was inserted into the sheath. The device was not able to be deployed. The device was not deployed because the casing split, and it was subsequently removed. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. The sheath introducer used was a 6f brite-tip sheath. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and no tortuosity or presence of pvd or calcium near the puncture site. Hemostasis was achieved using manual compression for 25 minutes. The device was removed correctly from the packaging by holding the shuttle. No excess force was applied during insertion, and the device was stored and prepped according to the IFU. The device is not being returned for evaluation as the device was inadvertently disposed of in the biohazard trash, however 5 sterile devices are being returned.